Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer g2 country: united kingdom.

Event description:
It was reported that during an unknown time, the dermatome was skipping, not taking the graft evenly, and not taking complete grafts. There was no patient harm/injury reported. There was no additional unplanned skin graft needed, graft discarded, sutures needed nor injured to the operator. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the ball plunger and lever were worn, the machine head was damaged, the control bar failed, and the unit was out of calibration. The machine head, spring pin, control bar, ball plunger, lever and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.